Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the mother of the person with diabetes (pwd) stated the pwd received a 'line blocked' alarm and had to remove the cleo 90 after one day of use. At the time, his glucose reading was approximately 200 mg/dl due to not receiving any insulin. The pwd changed the inserter, which resulted in a decrease in glucose levels and resolution of the line blocked alarm. The event occurred while in use with patient. There was no patient injury. The issue was resolved after the pwd changed the infusion set.